Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not turning on. Upon functional analysis, the fse found that the host pc had power, but it was not displaying anything either in the control room or the exam room. He attempted to use external monitor, but no video output and host-pc replacement was recommended. The fse replaced the host pc, ran software installation and updated application software to latest version. After this the fse found that the ghost image was not compatible with new host pc software. To resolve this issue, the fse ran the software repair on xper module, configured the epx database and loaded the new software to system. After this, issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.